Event description:
Resident was being wheeled back to the nursing home from a visit with a family member in the community by a facility staff member. Upon leaving the black top and entering the sidewalk entry a wheel broke off of the wheelchair causing the resident to fall. The resident hit the cement causing a 1/2 inch laceration to the right palm, a 1 cm abrasion to the right eye, right eye hematoma. The glasses the resident was wearing fell off and broke.